Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, the patient was feeling extremely cold, shaking, and vomiting. His cousin called an ambulance. The dexcom receiver was displaying a failed sensor alert. The paramedics took a blood glucose (bg) reading, which was 494 mg/dl, indicating severe hyperglycemia. The patient was treated with unspecified medication to stabilize his condition. He was discharged after 8 hours, at 3 am on sunday, (B)(6) 2025. The patient was not cooperative and declined to provide further information about the event. At the time of the report, the patient had recovered. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e2301 alteration in body temperature/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.